Manufacturer narrative:
The device was not explanted. All test results(including blood work, eeg, brain scan and stress test) were normal and there is no indication of device malfunction. Stimulation has been turned on and the patient is working through the algorithm to achieve optimal pain relief. There have not been any reports of further dizziness. The device was not explanted.

Manufacturer narrative:
The stimulation has been turned off. Nevro is currently awaiting the test results and the patient's prognosis and treatment.

Event description:
It was reported to nevro that a patient had experienced dizziness and nausea 4 months after implant. The patient's bloodwork and brain scan were normal. The stimulation was turned off and remained off while the patient was undergoing testing. Prior to the event, the patient was receiving good pain relief.